Event description:
It was reported that 3 patient alerts for lead warnings were observed on the quick look report and the date of occurrence is prior to the implant, but the leads are within normal limits. Two prior programmer sessions did not clear the patient alerts. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed no anomalies were found. The device implant was (B)(6) 2010, but the device appears to have been initialized on (B)(4) 2010 as data has been collected since that time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed no anomalies were found. The device implant was (B)(6) 2010, but the device appears to have been initialized on (B)(6) 2010 as data has been collected since that time.